Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right and left ventricular epicardial leads had rising and elevated threshold. The lead were explanted and replaced. No patient complications have been reported as a result of this event.